Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm pericardial mitral valve, implanted approximately 6 years, 6 months, was explanted due to mitral stenosis. The device was originally implanted for mitral valve replacement to correct mitral stenosis. The device was explanted and replaced with a non-edwards device with no adverse patient events reported. The patient status was reported as recovered. The device was returned for evaluation. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional narratives: updated a1, a2, a3, b5, d4, and d6 per new information received.

Manufacturer narrative:
Device evaluation: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 2mm at commissure 2 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sections of the sewing ring were cut off around leaflets 1 and 3 and cut off sewing ring fragments were not returned. Sutures remained attached to the sewing ring around commissure 1 and leaflet 2. Wireform was exposed around leaflet 2 on the inflow aspect. Additional manufacturer narrative: calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Based on the available information, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information that a 25mm 7300tfxj pericardial mitral valve, implanted approximately seven (7) years, was explanted due to mitral stenosis. The device was originally implanted for mitral valve replacement to correct mitral stenosis. The device was explanted and replaced with a non-edwards device with no adverse patient events reported. The patient status was reported as recovered. The device was returned for evaluation. There was no allegation of device malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.